Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The contact reported that the pump displaced a 0 and x. Customer's blood glucose level was 425 mg/dl, with a small trace of ketones, which was addressed with a manual injection. Reportedly the customer was able to load a cartridge successfully.